Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a femoropopliteal bypass on (B)(6) 2019 and suture was used. During the procedure, the needle broke off the strand while the surgeon was hardly applying any pressure. There were no patient consequences reported. No additional information was provided.